Manufacturer narrative:
The device was removed but not returned. The manufacturing and sterilization records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection following an implant procedure. The patient was given antibiotics and hospitalized. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was explanted and there have been no reports of further complications regarding this event. Patient had been getting effective pain relief and wants to be re-implanted in the future.